Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized three months prior to the initial call with a blood glucose level of 28 mg/dl. The customer did not remember the exact date of the incident. The customer was treated for their blood glucose with a bolus. The customer's blood glucose was 55 mg/dl at the time of the call. The customer was wearing the insulin pump during their hospital stay. The customer stated that their insulin pump was over delivering insulin. Customer stated that the issue has been reoccurring. The customer stated that the sensor displayed that they were at 55 mg/dl but was really 92 mg/dl. The customer did not return the product back for analysis.